Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose ranged from 300 mg/dl to 400 mg/dl. Reportedly, the pump supplies were changed to address the issue, and customer continued to use the pump for insulin therapy.